Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the possible causes of the suggested event described could be a malfunction of the image sensor unit, the board inside the video connector, or the system. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the videoscope had an scope error e218. The issue occurred during an unspecified therapeutic procedure and the intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation . In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on universal cord, water tightness was lost, due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured, due to damage on forceps elevator lever, due to wear of angle wire, bending angle in up direction did not meet the standard value and adhesive on bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.